Manufacturer narrative:
The reported field event of no communication was confirmed. The cause of the no communication was due to a low battery voltage. Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in the emergency room complaining of chest pain. Initially remote transmission on demand was attempted however it was unsuccessful. Attempts to interrogate the implantable cardioverter defibrillator were also unsuccessful. It was suspected the device was at end of service. The device was explanted and replaced without any incident. The patient was in stable condition prior, during and post procedure.